Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Premarket identification PMA/510(k) number k011028 and k013227. A summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the implant at tooth site 3 was removed due to bone loss. Additional appointment required: yes, to place a new implant symptoms as a result of the event: pain & discomfort.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4) the following sections have been updated: b4: date of this report b5: describe event or problem d9: device available for evaluation change ¿no' to 'yes' g3: date received by manufacturer h1: type of report, follow-up number h2: follow up type h4: device manufacture date h10: additional narrative